Event description:
It was reported that the female connector of a minicap extend life pd transfer set with twist clamp separated from its main body. This was identified after patient use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Microscopic examination was performed in addition to a visual inspection with the naked eye. Damage markings, indicative of tool use, were identified in addition to the missing chip. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with a chip missing from the dark blue connector and light blue main body noted. A leak test with under water pressing was performed. A clamp function test and clear passage test were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.